Event description:
Patient receiving anodyne infrared treatment. Patient reported a small burn which turned into an ulceration. Patient said he felt it getting hot and did not call therapist. Physician instructed patient to continue prescription of infrared. Infrared time was shortened as a precaution. Replaced with new device.